Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 212 mg/dl. The customer stated the buttons are not responding or the numbers go all crazy. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 212 mg/dl. The customer stated was driving through heat in a convertible. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
All buttons functioned properly, and no damage on the keypad assembly was noted. No button error alarms or ramping numbers were noted. Inspected a connector on the lcd and no unlocked keypad connector noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked case at the reservoir tube window corner, and a cracked lcd window.